Event description:
Caller reports the pt tested 4.3 inr on the coaguchek s system and 1.2 inr on a comparison lab. Coumadin was held for one day based on the device result. No adverse event reported. Requested return of suspect system and replacement sent.